Manufacturer narrative:
A2 - age at time of event: 18 years or older

Event description:
It was reported that stent damage occurred. The target lesion was located in the vertebral artery with greater than or equal to 70% stenosis. A 4.0mmx15mmx150cm express vascular sd stent was selected for use. However, upon unpacking, it was found that the stent was not in the right shape. The procedure was completed with another of same device. No patient complications were reported, and the patient status was stable.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. Device evaluated by MFR: the device was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the stent is damage. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no damage or irregularities. Product analysis confirmed the stent is damaged.

Event description:
It was reported that stent damage occurred. The target lesion was located in the vertebral artery with greater than or equal to 70% stenosis. A 4.0mmx15mmx150cm express vascular sd stent was selected for use. However, upon unpacking, it was found that the stent was not in the right shape. The procedure was completed with another of same device. No patient complications were reported, and the patient status was stable.